Event description:
A pt reaction with the psn 210 dialyzer occurring 2-3 weeks ago. It was reported that the pt experienced a rash. No medical intervention was required. It was further noted that the pt did not require hospitalization. No further info is available at this time.